Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that there was a pc rupture due to the iol being inserted when the injector deployed very fast. Within the original surgery the rayone iol was removed from the eye and replaced with an alternative lens (ma60ac). The lens was not returned to rayner. It is presumed to have been discarded by the healthcare facility following explantation. The rayner risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. The speed of injection can be an influencing factor in cases such as this. The rayone IFU use of rayone section fig 7 states "press the plunger in a slow and controlled manner".

Event description:
On 14th june 2023, rayner received notification from an australian healthcare facility of an event that occurred during use of a rayone preloaded iol (model unspecified). The event description provided states that there was a pc rupture due to the iol being inserted when the injector deployed very fast.